Event description:
It was reported that two vital mis closure tops migrated out of their mating bone screws post-operatively. A revision surgery was performed and the construct was replaced with screws from other companies. This is report four of four for this event.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Manufacturer narrative:
H6 additional investigation type code: 4110. Corrections in d9, g1, and h3. Additional information in d4: UDI number, h4, and h6: component, investigation type, findings, and conclusions. Inspection: the returned device was examined. Visual inspection revealed no signs of damage. X-ray images were provided which show that two closure tops had migrated out of their screws. DHR review: the DHR was reviewed. There are no indications of manufacturing issues which would have contributed to this event and the device was likely conforming when it left highridge¿s control. Potential root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to not fully seating the closure tops against the rods. Device usage: this device is used for treatment. A follow-up report will be sent if additional information is obtained that adds value to the relevant content of this report.

Event description:
It was reported that two vital mis closure tops migrated out of their mating bone screws post-operatively. A revision surgery was performed and the construct was replaced with screws from other companies. This is report four of four for this event.